Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the prior ins was replaced because implanted needed to be recharged every 3 days. Patient stated they asked her if it was alright with her and it was the hcps choice. Patient stated the hcp told her the new replacement would only have to charge every 6-7 days. No symptoms reported. No further complications were reported/anticipated.